Event description:
The customer reported that the device jaws were difficult to open after applying to tissue. There was no injury to the patient and no tissue loss. The device was returned for evaluation and initial inspection discovered that approximately 2mm of the knife blade had detached. The customer confirmed that nothing fell into the patient¿s cavity.

Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The jaws opened and closed normally during testing. The knife was tested on a silicone test strip. The knife advanced smoothly along the knife track but the cut quality was poor. The blade was inspected under magnification and approximately 2 square mm of the leading edge of the blade was missing. The device was disassembled and damage to the back of the jaw was observed. This indicates that the knife had jammed due to the blade bending before breaking. Knife damage occurs when the user engages the cutting mechanism over clips, staples, or other metal objects. The IFU instructs the user to not engage the cutting mechanism over clips, staples, or other metal objects as damage to the cutter may occur.